Manufacturer narrative:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; customer is blind and decreased bg was related to medical condition (mfg report# 3013756811-2021-16594). Customer consumed carbohydrates to address bg. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Reportedly, customer continued to use pump for insulin therapy.